Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date, the patient went to the hospital, but was not admitted for the peritonitis event. The cause of peritonitis was unknown. The patient was given unspecified oral and injection antibiotics for the peritonitis event. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The exact date of the peritonitis event was not reported: it was stated to have occurred approximately two months prior to the aware date. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.